Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: biotronik device, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant of the antibacterial envelope there was swelling and slight erythema at the pocket site. When the pocket was opened there was clear serous fluid and the cultures were negative. The physician assumed this was an inflammatory reaction to the envelope. The envelope was removed and no further patient complications have been reported as a result of this event.